Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit is shutting down. The caller states the unit is shutting down without alarming nor does it have an error code.